Event description:
Today I opened a box of 3 hemostars that were sent to me for a customer. As seen in the photo, one of the packages was open as if the edge was torn.

Manufacturer narrative:
The complaint of a damaged packaging was confirmed, but the cause remains unknown. The product returned for evaluation was a photo of what appeared to be a kit whose packaging consisted of tyvek on one side and clear plastic on the other side. Gross examination of the photo sample revealed a detachment of a portion of the sealed region of the packaging. The separation edge appeared to be straight and precise. From what could be seen in the provided photograph, the packaging appeared to be cut. An example of when this type of failure might occur is when opening the box of kits with a sharp instrument, such a razor, but the exact mechanism of damage could not be determined without the receipt of the physical sample. A lot history review (lhr) of reyb0618 showed no other similar product complaint(s) from this lot number.